Event description:
The patient's wife called stating that they had "insulin and condensation" in the cartridge chamber of the infusion device. She stated that his blood glucose readings were in "the 300 (mg/dl) range". She reported that his "normal" blood glucose range was 160-180 mg/dl. The patient did not have symptoms of elevated blood glucose. When they noticed that his blood glucose level was "running high", they inspected the infusion device and observed the condensation in the cartridge chamber. During troubleshooting with a company representative, she was educated regarding the alignment of the piston rod in the infusion device with the insulin cartridge plunger. They transitioned the patient to the backup infusion device and administered a 3 unit bolus of insulin to decrease his elevated blood glucose level. The patient did not require assistance from a healthcare professional to address the issue. The product was requested to be returned for evaluation.